Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the unspecified malfunction is confirmed as analysis identified a break in the fiber body between the control knob and the distal tip. The tip did not exhibited any signs of debris adhesion or devitrification and had zero signs of usage. It is probable that the fiber break occurred due to excessive manipulation/rough technique applied to the fiber during set-up. According to the instructions for use (IFU), the fiber should not be bent at sharp angles as it may result in damage to the fiber. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the control knob and distal tip. There were no signs of debris adhesion on the metal cap or devitrification at the output window on the glass cap. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no other signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error cause or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, an error message was occurred indicating the fiber was overheating after 3,561 joules of use. A second fiber was chosen to continue with the procedure, however, an identical error message was received with the second fiber after 36,496 joules of use. The staff decided to replace the console. When using the second console with a third fiber, an unspecified malfunction occurred after 13.5 joules with 6 seconds of fiber use. The fiber was replaced, and the procedure was completed using a fourth fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The third fiber used was returned and analysis identified a break in the fiber body between the control knob and the distal tip. This report is for the third fiber.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the unspecified malfunction is confirmed as analysis identified a break in the fiber body between the control knob and the distal tip. The tip did not exhibited any signs of debris adhesion or devitrification and had zero signs of usage. It is probable that the fiber break occurred due to excessive manipulation/rough technique applied to the fiber during set-up. According to the instructions for use (IFU), the fiber should not be bent at sharp angles as it may result in damage to the fiber. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the control knob and distal tip. There were no signs of debris adhesion on the metal cap or devitrification at the output window on the glass cap. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no other signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error cause or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, an error message was occurred indicating the fiber was overheating after 3,561 joules of use. A second fiber was chosen to continue with the procedure, however, an identical error message was received with the second fiber after 36,496 joules of use. The staff decided to replace the console. When using the second console with a third fiber, an unspecified malfunction occurred after 13.5 joules with 6 seconds of fiber use. The fiber was replaced, and the procedure was completed using a fourth fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The third fiber used was returned and analysis identified a break in the fiber body between the control knob and the distal tip. This report is for the third fiber.